Event description:
The consumer stated, "I just purchased this item and the bristles came off and some are stuck between my teeth?"

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. This is being reported as malfunction that could result in serious injury. Medical attention may be required if the bristles get caught in the throat.